Manufacturer narrative:
The root cause is attributed to a damaged rolling loop cable, causing communication issues with the universal surgical manipulator (usm)2, axes controller carriage (acc).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, a surgeon informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error 319 occurred on universal surgical manipulator (usm) 2 after removing and re-inserting camera. The tse had the customer perform hard power cycle the system, but the issue was not resolved. The customer disabled usm 2 to continue with the remaining three usm arms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs, the 319 error was found indicating node 186 is not present at startup #on the universal surgical manipulator (usm) axes controller carriage (acc) axis, confirming the fault occurred in the field. During visual inspection, it was observed that the rolling loop fiber assembly flat flex cable (ffc) is torn. The usm was installed onto a patient side cart fixture test platform (pftp) where fiber test and check all board present was found to be failing on the acc axis. Once testing was completed, the rolling loop ffcs was further inspected and was verified to be the source of the fault. The complaint regarding an error on arm 2 was confirmed by failure analysis. The probable root cause can be attributed to the rolling loop fiber assembly.

Event description:
Refer to h11 for follow-up information.